Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'alarming upstream occlusion' which was not reproduced. A review of the event history log identified upstream occlusion messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor out specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept alarming upstream occlusion every 30 to 60 minutes. This occurred during programming of the pump. There was no patient involvement. No additional information is available.